Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 27 mg/dl. The mother stated that she received a call from the hospital stating that the insulin pump was not delivering insulin and the buttons were not responding. She was told that the insulin pump has to be replaced. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.